Manufacturer narrative:
Two pictures were returned showing a leak from the nrfit luer and tubing junction. Functional and visual tests were done the reported issue can be duplicated. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Device has been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: unknown.

Event description:
It was reported that the cassette is leaking at the connection of the tubing and the yellow plastic connector during filling, in the production facilities. There was no patient involvement, and no human harm or adverse event.